Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), a new right ventricular (rv) lead was also implanted. Then rv noise and oversensing were noted, which appeared to be due to air bubbles. The patient received an inappropriate shock due to this. It was noted that this was resolved and the patient was discharged with no further reported issues. The device remains in service. No adverse patient effects were reported.